Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen cracked after the device fell from the patient¿s pocket and struck a dresser, rendering the touchscreen unusable and necessitating replacement. Symptoms included no reported adverse clinical effects; the patient reported a blood glucose of 175 mg/dl and continued cgm use. Outcomes included a device replacement process and instructions to return the original device, sync data to the mobile app, shut down the device to avoid alerts, and complete startup on the replacement unit since data would not transfer. Investigation included customer interview and review of the described circumstances and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no malfunction of internal components reported and no effect on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental drop and impact.